Event description:
Patient seen in clinic (B)(6) 2016, on interrogation of lvad history file patient had multiple alarms resulting in intermittent pump stopped. Pt admitted placed on non grounded cable. On (B)(6), thoratec technical support came to (B)(6) to evaluate driveline damage. Repaired/replaced entire exterior portion at driveline. Alarms and stoppages ceased suggestive the "short to shell" was on exterior section. Problem # device stops intermittently (B)(4). Wire communication problem (B)(4). Initial alarm addressed (B)(6) 2016, continued investigation and monitor of repair results until present. Presently no additional alarms since exterior portion of driveline replaced/repair. On x-ra,y additional areas internally were considered as areas of concern. Continue to monitor patient log files at each clinic visit.